Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that, "it was reported that during surgery upon final tightening of the xia blocker the tip on the instrument broke off."

Manufacturer narrative:
Device identification and visual inspection were not possible. It is reported that tip of xia 3 torque wrench was broken during a surgery. The instrument was not made available for investigation despite several follow up attempts. Hex tip breakage is a known issue for this device - CAPA and nonconformance were initiated to correct the issue.

Event description:
It was reported that, "it was reported that during surgery upon final tightening of the xia blocker the tip on the instrument broke off."